Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation. Based on the results of the information provided, the investigation results presumed that aging deterioration occurred by being hit with a hard object or by accumulating loose stress, which led to breakage of the connectors however; the definitive root cause of the reported issue could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. *the connector should be fixed firmly. * the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor e1/ e2 retaining rack and labels on this unit are damaged. There were no reports of patient harm.